Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with injection vancomycin (1 gm, once after 3 days, intraperitoneal, ongoing) and injection amikacin (150 mg, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up it was reported that on an unknown date, the patient was discharged from the hospital and antibiotic treatment was discontinued. It was reported the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.